Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. A visual inspection was performed and revealed particulate matter. One of the bags has a particle which seems to be a plastic flake and the other bag has a very minute particle in it. An exact root cause is not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) a 250ml eva bag in which particulate matter was observed. According to the report, a pharmacist was filling an eva bag with a filtered oxycodon when a flake was noticed in the solution. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.